Manufacturer narrative:
The abiomed impella cp and the oscor 14 french introducer were discarded by the physician and staff following patient use; consequently no device evaluation was able to be performed. . The console data logs were not relevant to this failure mode. The device history record was reviewed. The introducer used during this event was part of batch c1-13578. This batch passed incoming inspection as inspection lot 10000079342. The review revealed one additional complaint had been submitted for a broken hub cap on a 14x25 introducer sheath from the same batch. No other complaints have been filed for other pumps from this lot. A risk assessment was performed, and due to very low occurrence and moderate severity, this failure mode has been determined to be low risk (occurrences = 8; usage = 12463; rate = .064%) in conclusion, and from the clinical description of the event provided by the complainant the root cause of the patient injury is believed to be the result of the peeling away of the sheath while it was still inside of the patient's vasculature. The reason the sheath was peeled away before completely removing it from the patient's vasculature is because the top of the hub was pressed against the pump plug and the sheath could not be retracted any more. Corrective action: no corrective action is recommended because this failure mode has been determined to be low risk index due to very low occurrence and moderate severity. The failure will continue to be monitored and trended. (B)(4).

Event description:
The complainant reported that an (B)(6) male patient was brought to the ccl on (B)(6) 2017 for an emergent placement of an impella cp. The patient was reported to be suffering from severe takotsubo, mild coronary artery disease and severe mitral regurgitation. The impella cp was placed at the left groin, without issue. During placement the physician employed a long peel-away 14french oscor introducer sheath to bypass the diseased iliac. Following insertion, the physician attempted to remove the peel-way introducer sheath from the groin, but reported that he was unable to remove the sheath completely from the common femoral artery (cfa) before cracking the sheath because it was situated up against the pump plug. As a result the physician was forced to start cracking the peel-away sheath while a portion of the sheath still resided inside the patient's vasculature. This resulted in patient bleeding, with the patient's blood loss being estimated to be approximately 1 unit (500 ml). It was determined that no replacement blood products were necessary to administer to the patient as a consequence of the blood loss. The patient was successfully supported for 3.76 days with the impella cp. The physician reported that the patient's condition had improved drastically, and was weaned from the impella cp. The impella cp was explanted from the patient without issue and was reported to be doing well.